Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient quit smoking on (B)(6) 2018 and noticed that stimulation seems like it is too intense. The patient said she can feel it in her body and it is irritating. The patient said the irritating sensation is progressively worse and more and more intense. The patient mentioned that adaptive stimulation is not reading her position correctly and she was sitting on the sofa yesterday and she was "zapped" and she didn't even move. The patient said she also was zapped the day before while she was driving. The patient said it was a low setting 2.7. The patient said she has been playing around with programming and she even turned therapy off one night. The patient said she called a manufacturer representative (rep) who set an appointment up for (B)(6) 2018. The rep stated that impedances were within normal limits and the patient was getting good coverage. No further complications were reported.

Event description:
Additional information was received from the patient. It was reported that the patient turned off the stimulation until a manufacturer representative was able to service the ins. The issue was resolved and no further complications are anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.